Event description:
It was reported that the spd said there¿s dried cement and dents on instrument and will not process, nothing left in patient, did not delay surgery time.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary it was reported that the spd said there¿s dried cement and dents on instrument and will not process, nothing left in patient, did not delay surgery time. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune system impactor was found deformed on the edges and distal section. Additionally, deep scratches can be seen on the impaction area. However, no signs of foreign substance was observed the observed condition of the device appears to be consistent with a random component failure that may have been caused by exposure to unintended forces such as repeated off-axis impactions and other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune system impactor would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.